Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: unk-m-sc-2218-70, model: sc-2218-70, serial: unk, batch: unk.

Event description:
It was reported that the patient had difficulty breathing when the leads were placed during an implant procedure. The leads and needles were quickly removed, and the patient was flipped on the back and was intubated. The procedure was aborted and the patient was stable after several minutes and woke up with no further complications.